Event description:
A nurse contacted fresenius technical support (ts) for assistance with bypassing a peritoneal dialysis (pd) patient into fill 1 of their treatment. An alarm occurred during drain 0 and it was reported that the patient was empty. During the call, the nurse mentioned that the patient was in the hospital with peritonitis. It was unknown if the patient was using fresenius products prior to their hospitalization. There were no reported allegations that the peritonitis was related to any issues with a fresenius device or product. Multiple due diligence attempts were made to gather additional details about the peritonitis event. However, no further information could be obtained.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship cannot be firmly established between the pd therapy with the fresenius cycler/ and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy and may be related to many potential etiologies.

Event description:
A nurse contacted fresenius technical support (ts) for assistance with bypassing a peritoneal dialysis (pd) patient into fill 1 of their treatment. An alarm occurred during drain 0 and it was reported that the patient was empty. During the call, the nurse mentioned that the patient was in the hospital with peritonitis. It was unknown if the patient was using fresenius products prior to their hospitalization. There were no reported allegations that the peritonitis was related to any issues with a fresenius device or product. Multiple due diligence attempts were made to gather additional details about the peritonitis event. However, no further information could be obtained.